Event description:
Device malfunction: none. Time of malfunction: after vessel closure. Symptoms/ae: access site pain, thrombus. It was reported that a physician trained in the use of the perclose proglide device achieved arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, one hour-procedure, pain developed at the access site. A doppler ultrasound detected an occlusion distal to the access site from thrombosis. A thrombectomy was performed with an angiojet, restoring good blood flow with palpable pulses. An angiogram done the next day, found that the proglide suture was deployed in the intended location, and the thrombus was only partially improved. The site was mechanically treated with an unspecified dilatation balloon resolving the occlusion completely. There were no other reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Improper method - patient selection. The perclose proglide instructions for use state under "special patient populations, the safety and effectiveness have not been established, in patient populations: patients with ipsilateral femoral venous sheath during the catheterization procedure."